Event description:
The customer had called the helpline for assistance. Prior to calling, it was indicated that the customer was trying to troubleshoot an alarm. It was reported that the customer accidentally over infused a large amount of insulin. It was stated that the paramedics were called to assist the customer. Later on that day, the customer was hospitalized for hyperglycemia. It was indicated that the customer was not following the two hbg rule. Troubleshooting was done and the pump passed all tests.